Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 970 mg/dl on (B)(6) 2018 at the 4:00 pm ¿ 5:00 pm. Customer did not have symptom. Blood glucose value when admitted to hospital was 970 mg/dl. Customer blood glucose reading for time of the incident was unknown. Customer current blood glucose reading was unknown. Customer did not mention if the insulin pump was used with 48 hours. Customer was treated at the with bolus with fluid. Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. There was no leak or air bubbles. Customer had diabetic ketoacidosis. The drive support condition was not mentioned. Customer did not mention infusion set condition. Customer did not perform high pressure test. The insulin pump was making loud noise and had alarm anomaly. Products will be returning for analysis.